Event description:
It was reported that during a lap sleeve gastrectomy procedure, three firings with the green reload and it resulted in serosal tearing and unformed staples i.e.: no b shaped staples at the distal end of the cartridge. This resulted in oozing from the unformed staple line. Over sewing was used to complete the procedure. Surgery was prolonged twenty minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). One piece sled the ec60a device was received with no visual non-conformances and with 3 reloads present. The reloads were received fully fired and with the one piece sled damaged. After further analysis it was notice that the top of the one piece sled rails were deform. This is consistent with high (outside indicated use) staple forming forces possibly due to thicker tissue then indicated, however there is insufficient evidence to determine the cause of the higher loads. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.